Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Conclusion: failure observed during analysis. Final analysis found insulation abrasion exposing the outer coil at 6.4 cm to 6.6 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.